Manufacturer narrative:
(B)(4). Initial reporter (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and rupture.

Event description:
Explanting physician reported rupture and capsular contracture baker grade iii/IV diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Event description:
Explanting physician reported right side capsular contracture baker grade iii/IV. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Rupture was not reported for the right side. The event has been unreported. Additional, changed, and/or corrected data: b5, g2.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : not observed in the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device.

Event description:
Explanting physician reported rupture and capsular contracture baker grade iii/IV diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.